Event description:
The physician commented that 7f aspiration easily breaks in addition to aspiration difficulty. He is requesting product improvement and wants to know if the manufacturer is considering the product improvement. General dissatisfaction for 7f, case details are unknown. No product returning, no product lot number provided.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record can not be conducted due to the lot number was not provided. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(4) 2012.